Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery during priming due to a bent infusion set cannula. The blood glucose reading was 500 mg/dl, which the customer advised he would treat for with the insulin pump once the occlusion was resolved. Upon troubleshooting, the customer noted that insulin did exit during a manual prime and that the insulin pump did not alarm no delivery. The device was able to prime successfully. He was advised that the device worked as designed to detect the occlusion found at the bent cannula. He declined troubleshooting for and return of the infusion set for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.